Manufacturer narrative:
The investigation into the battery failure has been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed consistency with the complaint intake of battery failure, subsequent boots following the complaint date triggered these alarms. The long-term log analysis of the battery data revealed that beginning before the date of complaint occurrence, cell 1 voltage of battery 2 had been declining for an extended period of time. It was confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. During bench testing when the returned console was booted for the first time, console alarms were consistent with what was seen in the field. When visually inspecting the batteries and power battery manager circuit board, it was observed that one of the batteries status light-emitting diodes was completely blank. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The most likely cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the clinical consultant to report that the automated impella controller (aic) generated a battery failure alarm. It was reported that the battery was turned on and the device was power cycled on/off several times, however, the device would not charge more than 50 percent. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.